Event description:
The complaint is reported as "the hcp failed to fire skin staplers prior to use on patient.".

Manufacturer narrative:
(B)(4). UDI#: (B)(4). The reported complaint was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. Flash in the cover block were discovered. A DHR review was performed with no evidence to suggest a manufacturing related cause. Per DHR the product visistat 35r 6/box lot # 73d2200203 was manufactured on 04/08/2022 a total of (B)(4) pieces. Lot was released on 05/03/2022. DHR investigation did not show issues related to complaint. CAPA 426 was previously initiated to evaluate this issue. A CAPA identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4). The device has been returned; however, the investigation is not complete at the time of this report. A follow up report will be submitted with investigation results.

Event description:
The complaint is reported as "the hcp failed to fire skin staplers prior to use on patient."